Manufacturer narrative:
Intuitive received the part associated with this complaint and failure analysis found to have a broken bipolar yaw pulley. The broken piece was missing as a result of the damage. Size of missing piece is approximately 0.04 x 0.03. This failure is most commonly caused by excess force applied to the distal end of the instrument. There was no damage to the conductor wire at the wrist assembly and the electrical continuity test passed.

Event description:
It was reported that prior to a da vinci-assisted thyroidectomy surgical procedure, the plastic part on tip of maryland bipolar forceps was found to be broken. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.